Event description:
It was reported that the patient is being referred for potential vns revision due to high impedance that was obtained in clinic. System diagnostics was stated to have been performed twice and high lead impedance was confirmed. The patient was referred for chest and neck x-rays. Lead fracture is stated to be a possibility however the caregiver indicated they were not aware of any accidents or falls. The device history record's of the lead was reviewed on. The lead passed final quality and functional specifications prior to release. Clinic notes were received indicating that the patient may have a possible lead fracture and device has been turned off due to high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant card was received confirming the lead was replaced. The lead was received into product analysis which is underway.

Event description:
Product analysis was performed on the returned lead portions and the reported allegation of high impedance was not confirmed. Note that a portion of the lead assembly (body) was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the inner silicone tubing and identified the deposit as containing silicon, phosphorus, sodium, magnesium and calcium. There was abraded insulation found on the lead but did not penetrate and was related to normal wear of the device. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the reported high impedance. Note that since a portion of the lead assembly (body) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.